Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inerted, the patient experienced bleeding out from under the sensor. An unspecified time post-sensor insertion, the patient reported her cgm displayed 79 mg/dl, then displayed low. She ingested orange juice; however, the cgm continued to display low then she lost consciousness and vomited. It was reported to the patient, as she was unable to recall event specifics, that her bg was 20 mg/dl and that she was treated and transported to the hospital on (B)(6) 2021 at 12:30 am. Specifics about the type of hypoglycemic treatment were not provided. The patient was treated with insulin and antibiotics for pneumonia caused by aspirating vomit when she lost consciousness. The patient was released from the hospital after three days. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.